Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 67 mg/dl at the time of the incident. The customer's other blood glucose was at 321 mg/dl on the morning of the call and used manual injection to treat. The customer did not mention how they were treated for the low. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and not automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The customer was using a medtronic sensor system and a competitor's sensor system. The customer was not using their glucose meter to check blood glucose levels. The insulin pump will not be returned for analysis.